Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did trigger a lead safety switch, which suggests a lead integrity issue. Some ventricular tachycardia episodes were also noted. Some noise was able to be reproduced when the lead was in unipolar configuration, as well as one outlier pace impedance measurement of 840 ohms. Additional troubleshooting was done, during which time an out-of-range impedance value was never exhibited. After troubleshooting and re-programming was completed, all lead numbers were within normal limits.

Manufacturer narrative:
No device involvement is expected at this time. There was no report of adverse patient effect associated with the clinical observation. This rv lead remains actively in service.

Manufacturer narrative:
Most recently, this lead was removed from service and was surgically abandoned for the previously reported product performance issue. No further information is expected.